Event description:
It was reported that the pump was replaced due to normal eri (elective replacement indicator). There were no device concerns and no patient symptoms.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4). Analysis of the pump revealed a gear train anomaly. Corrosion, wear, and lubrication anomalies were noted and a stall due to s haft/bearing. Per the pump logs, the pump was delivering fentanyl. (B)(4).